Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the pipe of the pneumatic skin graft was not well connected with the main machine of the pneumatic skin graft before the operation, and it was not inserted tightly. No patients were involved. No adverse event was reported as a result of this malfunction.